Manufacturer narrative:
(B)(4). The customer returned one unit of 525980 weckstat staple extractor 12/box. The sample was visually examined with and without magnification. Visual examination of the returned sample revealed no clear evidence of use in the form of biological material. No defects or anomalies were observed on the returned sample. The reported complaint of "failure to function-not removing staples" could not be confirmed based upon the sample received. The returned staple extractor was able to successfully remove all tested staples from the simulated skin pad with no difficulty. Visual and functional inspection did not confirm any defects with jaws. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned staple extractor. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the staples could not be removed during use, in spite that the user used the staple extractor as usual. Therefore, it was replaced with a new one to complete the procedure. No injury to the patient was reported".

Event description:
It was reported that "the staples could not be removed during use, in spite that the user used the staple extractor as usual. Therefore, it was replaced with a new one to complete the procedure. No injury to the patient was reported".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.